Event description:
It was reported that the tip coils were stretched when removed from the pt. During the investigation of the guide wire, it was observed that the tip core was actually separated. There was no pt injury reported.